Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that artificial urinary sphincter pressure regulating balloon (prb) 61-70 cm was implanted due to recurring incontinence on (B)(6) 2018. Old prb balloon was left in patient "after being tied off." No further complications was reported to this event.

Manufacturer narrative:
Corrected. Device was not explanted.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter pressure regulating balloon (prb). The old prb was plugged up and left implanted, and a new one was placed and connected. No patient complications reported.